Event description:
During surgery speculum was placed in vagina, cervix noted to have active bleeding, active bleeding also noted from the endocervical canal. Diagnostic hysteroscopy was performed using sorbital 3% solution and continuous video monitoring. The uterus was found to be sounding to 6 cm. There was bleeding coming from the exocervix at about 8:30 and also some coming from the cervical canal. Diagnostic hysteroscopy showed normal lining inside the wall of the uterus with one area of clot which was attached to the back wall of the uterus. Hysteroscope was removed. Curettage of the endometrium was performed. Hysteroscopy was repeated, no active bleeding was noted. Attention was then turned to obtaining hemostasis of cervix. This was coagulated and evicel was sprayed on exocervix only and the very most superficial part of endocervical canal. As the procedure was concluding and within approx one minute of the evicel spray, the patient's heart stopped. Cardiopulmonary resuscitation was performed. Chest x-ray noted large amount of air in the left ventricle and within the aorta, also air noted in the portal venous system within the liver; patchy bilateral pulmonary infiltrates, no pneumothorax. The resuscitation ultimately included open chest resuscitation with cardiopulmonary bypass. Patient did not respond and was pronounced dead.